Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported dissection of the coronary sinus could not be conclusively determined.

Event description:
During a procedure for an implant of a biventricular pacemaker, a dissection of the coronary sinus was noted via fluoroscopy. The cause of the dissection was thought to have potentially been the diagnostic catheter. The diagnostic catheter was used to cannulate the coronary sinus. The biventricular ICD was still implanted. The patient was noted to be stable and no intervention was conducted. There were no performance issues with the device.